Event description:
It was reported that an expired product was received.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: nine expired cinclock ss anchors were shipped to my account and were put on shelf. Surgeon needed two anchors for repair, first anchor nurse grabbed, I grabbed the second anchor and as soon as she opened the anchor I realized anchors were expired. I then went to the scrub tech and told her to hand me the anchor that was just opened and I provided the anchors in my inventory. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be distribution inefficient, sat too long in inventory before being shipped to customer. Preliminary investigation within the nc suggests a system error related to expiration tracking which resulted in shipment of an expired product from stryker distribution center. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired product was received.